Event description:
I received silicone breast implants. Shortly there after, I noticed my health was declining. I have chronic fatigue, chronic yeast infection, continuous vaginal bleeding, debilitating migraines, stiffness in joints and muscles, pain in my bone /teeth, sinus problems, difficulty seeing and sometimes blindness. Food sensitivities, high fevers, severe pain in my lymph nodes under my armpits, pain in my breasts, low libido, numbness and tingling, toxic taste in mouth and dry eyes. I'm sure that there are others that I'm not listing at this time. There are over 40 neurotoxin and carcinogens found in the materials used for implants. There should be a warning label prior to implant just like cigarette. Women and men choosing to put silicone and saline implants in their bodies should be able to make free choice about what they are putting into their bodies. It shouldn't be a surprise later, because the plastic surgeon is afraid that they won't make the safe. Pts should know the full truth of what is going into their bodies. If you won't take these harmful implants off of the market completely. (Which I think is what you should do) at least help the pts be aware of what they are actually doing. If I would have known what toxic materials are in implants, I would never have done this to my body. Know I have to undo it and deal with the potential long term side effects of these toxins and poisons that have been in my body, wreaking havoc right next to my vital organs. Would you want your daughters or wives to do this? Knowing that it slowly kills you? I can't believe that we live in a society where money supersedes well-being and health. I know we can do better that this. (B)(6) just banned implants due to them causing cancer. Lets do the right thing FDA / USA doctors take an oath it care for a pts not to harm them. Women and men choosing to put silicone and saline implants in their bodies should be able to make free choice about what they are putting into their bodies. If you won't take these harmful implants off of the market completely, at least make the pts aware of what they are actually doing. Thank you in advance for your time. We need to make a change. FDA safety report ID# (B)(4).